Event description:
It was reported that the camera head had an unclear image. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. Based on the results of the investigation, no problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.